Event description:
Following a sling procedure, the patient complained of irritation. The doctor diagnosed an inflammatory reaction in subcutaneous tissue. The patient was placed on antibiotics and released. No further complications were reported.